Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material in within the kit is inconclusive due to poor sample condition. One photo sample of a groshong nxt catheter and kit were provided for evaluation. The photo shows an opened kit tray with a groshong catheter and statlock device. An edited annotation is present on the photo drawing attention to a unknown material within the kit. The material appears to be partially translucent brown color. The condition and contents of the kit prior to package opening could not be determined from the image provided; therefore, the complaint remains inconclusive at this time. A lot history review (lhr) of redp0013 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing catheter placement on (B)(6) 2020, impurities were seen in package box after opening the package. Device was not used on a patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp0013 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing catheter placement on (B)(6) 2020, impurities were seen in package box after opening the package. Device was not used on a patient.